Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were missing data points on the continuous glucose monitor graph. Blood glucose was 228 mg/dl. Tandem technical support assisted the customer with resetting the pump to resolve the issue. Tandem engineering reviewed pump data and identified issue as the having no effect to insulin therapy. Customer acknowledged and reported the missing data points had not reoccurred.